Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an incident where user experienced an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor was investigated and the issue was confirmed during qc testing in-house. Intermittent led failures were detected during this test. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. D8 updated,was this device serviced by a third party? No h6. Health effect - clinical code updated to 4582. H6. Health effect -impact code updated to 2199. H6. Medical device problem code updated to 1559. H6. Component code updated to 510. H6. Type of investigation updated to 4111 and 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.